Event description:
It was reported that during an atrial flutter case, the pt coded. The pt's oxygen saturation level dropped and the pt had breathing issues. It was also noted that the pt was withheld from his lasix dose for the case. Intubation was performed on the pt and the pt was stabilized. The lasix IV was given to the pt just prior to the pt coding. The pt remained in stable condition and was transferred to ICU.

Manufacturer narrative:
The catheter was discarded by the facility / not returned for investigation. The biosense webster field service engineer contacted the hospital staff regarding the incident. When asked if he would like to have the cool flow pump, stockert, and carto system checked following the event, the customer declined service.